Event description:
Additional information was received from the patient. They reported that the same issue (having to charge the implant more frequently). Pt did not take any steps since last time they called.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported they don't know if they were getting older or if 'the battery is getting dead,' but said their ins wasn't holding a charge for very long. Pt said they could go around all day, lay down with ins charged at night, and by morning ins would be empty. Pt stated at night, the stimulation 'worked too much' and clarified the stimulation itself wasn't too much, but the battery seemed to be depleting faster at night. Pt stated sometimes ins battery charge might last 8 hours, 1-2 hours, or only 30 minutes. Patient services (pss)  asked if pt had adjusted any stimulation settings, and pt said they hadn't, as they didn't know how to do so. Pt had started a charging session while on hold and reported their ins battery was full with stimulation turned on for group a. Pt mentioned 'misses that thing that you press where you go out' but didn't know how to explain further. Pt said they were able to go right to charging ins without an issue. Pt denied any recent falls/trauma. Pt confirmed stim/therapy was intended to help pain in their legs/feet. Pt was redirected to their healthcare provider (hcp) to further address the issue. Pss advised pt to have the healthcare provider (hcp) contact a manufacturer representative (rep) to check why ins battery had been depleting quicker. Pt did not want to be sent a physician listing.